Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaints are: deflation: observed opening on radius side assessed as surgical damage. As per the investigation procedure, creases, wear abrasion and calcification were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported "deflation". This record is for a left side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported "deflation". This record is for a left side. Device was explanted.